Event description:
It was reported that the sitter select alarm model 8281 does not alarm. No pt contact or injury reported.

Manufacturer narrative:
Eval results - (other) the screen display is cracked and unusable. There is evidence of possible submersion into water.